Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four inappropriate shocks due to a probable rate dependent bundle branch block that resulted in oversensing while the patient was driving. Technical services (ts) was contacted and noted that morphology had changed. Additionally, it was noted that the smart pass feature had been disabled during stress testing. It was, also, noted that noise had increased and that undersensing was also exhibited. This s-ICD remains in service. No additional adverse patient effects were reported.